Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the plastic knife trigger broke. The broken piece was returned. The reported condition was confirmed. The investigation found that the plastic knife trigger broke. The device was not used. The cause of failure was undetermined. The fact that the broken piece was returned indicates the possibility of the fracture occurred at the customer site. Engineering agreed that the trigger probably broke during unwrapping of the device at the customer site. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when they opened the product it was already broke. There was nothing fully detached from the device. There was no patient involvement. The medtronic visual inspection found that the plastic knife trigger broke. The broken piece was returned.